Event description:
Customer reported that patient fell out of her walker as she was sitting in it.

Manufacturer narrative:
The walker was returned to customer-(B)(4) on (B)(6) 2013. The walker was incompletely assembled upon return. The walker has no problem with its function or structure.